Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in air/water cylinder and channel and dirty in objective lens. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. However, the most probable cause of the complaint was traced to chipped light guide and objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a line on the screen. The issue was found during pre-inspection. There was no patient involvement.